Event description:
Despite baxter's efforts to obtain add'l info regarding the medication involved, pump programming and set-up info, tubing product code and lot number being used, medical intervention and pt injury, no contact has been made with the account to date to follow-up on this report.